Event description:
This 19 mm sjm trifecta valve was explanted due to possible endocarditis and was replaced with a 21 mm valve from another manufacturer. The patient was reported to be in good condition postoperatively.